Event description:
Caller reported a malfunction on pump, identified by malfunction code 15. There was no reported impact to customer¿s blood glucose level. Technical support assisted caller with resetting pump, and the customer may continue to use the pump. Caller was instructed to call back if the issue recurs, and they acknowledged and understood these instructions.